Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 jaws of cautery wouldn¿t fully open. Stopped at about half way then met resistance. A replacement device was used to complete the procedure. There was no patient injury or significant delay in procedure due to this event.

Manufacturer narrative:
(B)(4). Corrected section: h6- corrected to "mechanical problem". Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure modes. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67) enter investigation findings: the device was returned to the factory for evaluation on 10apr2021. An investigation was conducted on 25jun2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. Specks of blood were found on the handle. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. A mechanical evaluation was conducted. While the device was powered on, the blue toggle was maneuvered to open and close the jaws. The device only activated when the jaws were closed. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed.

Event description:
N/a